Event description:
It was reported that post-paced t wave oversensing (pptwos) was observed via home monitoring transmission. The patient presented to the clinic and programming changes were made to address the issue of pptwos. No adverse health consequences to the patient.